Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine (10 mg/ml) at 4.28 mg/day and morphine (10 mg/ml) at 4.28 mg/day via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. A motor stall was seen at the initial interrogation; the pump status and/or event log reported that a motor stall occurred. The patient had not recently had an MRI. Flu-like withdrawal symptoms were reported, which were considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.